Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics. It was also reported that the patient underwent a skin revision surgery (specific date not reported). The infection was cleared. This report is submitted on 23 mar 2021.

Manufacturer narrative:
This report is submitted on february 12, 2021.

Event description:
Per the clinic, the patient experienced recurrent infections (treatment unknown). The implant remains in-situ.